Event description:
It was reported that during a thyroidectomy procedure, both instruments became very hot. Tissue pad melted/crumbled parts of it fuse in fatty-tissue. Part was removed. Handpiece were not changed and with the third instrument everything was fine.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Event date: unknown. Additional information received: did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? The pad did not melt completely, but pieces crumbled and broke off. Yes, they fell into the patient/surgical field and were retrieved safely. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Because of the surgeons experience, it is not likely that the device was activated with closed jaws w/o tissue inbetween. Especially, because it happened twice in a row and never happened in any of his preceding surgeries. Regarding the hot instrument: the harmonic devices use ultrasonic energy to cut and coagulate via vibrations in the blade and the movement of the blade has to have direct contact to generate heat. How was it determined that the fcs9 was very hot? As told by the surgeon, the device was unusually hot when touched with fingers only seconds after activation. Not only jaw but also the shaft. How does the account assembly the handpiece to the device? Vertically, like an ice cream come? Is the blue grip assist used? There is no detailed information available. Considering the experience of the surgeon and the nurses, it is very likely that the pieces were assembled correctly (assembled vertically and blue grip used to tighten). The instructions for use warn: audible high-pitched tones resonating from the blade or hand piece during activation are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond it's useful life or that the blade has not been attached properly, which may result in abnormally high shaft temperatures and user or patient injury. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.